Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #during analysis it was noted that the upper case was scuffed up and broken beyond its limit in the handle area, that the lower case was also scuffed up and its feet were worn, both latch tabs were broken off of the power cord bay door, the left keyboard hinge was broken, the rear display was very worn, there were cracked solder joints at j6 and j9 electrocardiogram and head connection (noted that it did not affect operation of the device at this time) and that the antennas were loose. All found defective parts were replaced. Product ID: 229047 software analyzer. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.